Manufacturer narrative:
The reported complaint of there was no audible click when tightening the setscrew was confirmed. Analysis found the torque wrench used during the implant was not being correctly inserted into the setscrew inset of the setscrew. Due to the incorrect wrench insertion the wrench was not aligned to correctly go into the inset and it was not going far enough into the setscrew inset to engage it to tighten the setscrew to the point of clicking. The wrench was being turned around the top portion of the inset and stripping the inset as it turned. The setscrew problem is related to the user¿s use of the torque wrench. No device anomalies were found to cause the problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the physician attempted to connect the lead to the pulse generator, but there was no audible click when he tried to turn the setscrew. A second unsuccessful attempt was made to fasten the screw after it was unscrewed. The physician decided to use a replacement device to complete the procedure. The patient was stable.